Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.3 results from an unspecified number of patient samples tested on the cobas 8000 cobas c 502 module. The reporter was able to provide two examples of discrepant results. The initial results were reported outside of the laboratory and amended reports were issued. The patient samples were rerun on their other c 502 module. Sample (B)(6): the initial result from the module was 10.6%. The repeat result from the other module was 5.6 %. Sample (B)(6): the initial result from the module was 14.3 %. The repeat result from the other module was 5.8 %. The repeat results were deemed correct.  The reagent lot number is 67321501. The expiration date is 30-apr-2024.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found that one of the rinse tubings was broken. He replaced the whole tubing and performed a mechanism check with successful results. The module's performance was verified by the customer through calibration, qc, and a 10 patient sample comparison study with their other module. The customer's next shift also performed repeat qc with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.